Event description:
As reported by the user facility: pt was 2 days post delivery. Nurse went to pull catheter out, met resistance and called anesthesiologist. When anesthesiologist tried to remove the catheter, it stretched and snapped, leaving a 2 inch fragment in the pt. Pt was transferred on an outpatient basis to (B)(4). A neuro surgeon removed the fragment and it was noted that there was no knot found in the catheter. Pt is ok. Add'l info provided by the facility indicated that the fragment was removed without incident and to date, the pt has suffered no adverse sequela associated with the incident. It was reported the exact lot number is not known, however, two possible lot numbers from current inventory were reported. Both catheter segments are being sent for eval.

Manufacturer narrative:
Add'l lot # 61043287. Add'l expiration date: 12/31/2010. Add'l MFR date: 04/2009. One used catheter, with the clamp attached was returned to the manufacturer to be evaluated. The catheter length measured approximately 1010 mm. The fragmented tip was also returned, measuring 105 mm. The fractured area of the catheter, on both segments, was flattened and stretched/ attenuated, indicating tensile fracture. The fractured end of the fragmented section of the catheter was extremely twisted and damaged. This type of damage is consistent with epidural catheters in which a section is pulled beyond its design capabilities. This can occur when a catheter becomes lodged between rigid body structures. The sample and all available info has been forwarded to the actual manufacturer for further investigation.